Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Preliminary analysis of the returned complaint axios device revealed that the stent was able to be fully deployed without any issues. There was a slight kink in the inner sheath. There were no device malfunctions noted that would have contributed to this event.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be used in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure when they went to deploy the first flange, the flange would not deploy. The physician tried to advance the catheter further down but was unsuccessful. The physician attempted to unlock the stent lock at step 2 and shook the catheter in order to release it, but it did not release. The physician pulled the entire system out of the patient and the stent was still on the catheter. The procedure was completed with another hot axios stent. Reportedly, the patient was fine after the procedure. However, the following day the patient presented with major pain. The physician ordered an x-ray to check the position of the stent and noted free air in the patient's abdomen. The surgeon was concerned that the first tract punctured may have perforated and caused the free air in the abdomen. On (B)(6) 2016, the initial puncture was surgically closed.

Manufacturer narrative:
A fully deployed hot axios stent and delivery system were returned for evaluation. Visual evaluation of the returned hot axios stent and delivery system noted that the polyimide inner shaft of the delivery system was kinked at approximately where the stent would have been halfway deployed. A functional evaluation revealed that the catheter could be advanced and retracted through the luer, and the outer sheath could easily be advanced and retracted using the stent hub. No other issues were noted with the delivery system. The stent was examined and no damage was noted. The investigation determined that there was no identifiable cause of the inability of the physician to deploy the stent. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be used in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) pancreatic pseudocyst drainage procedure performed on (B)(6) 2016. According to the complainant, during the procedure when they went to deploy the first flange, the flange would not deploy. The physician tried to advance the catheter further down but was unsuccessful. The physician attempted to unlock the stent lock at step 2 and shook the catheter in order to release it, but it did not release. The physician pulled the entire system out of the patient and the stent was still on the catheter. The procedure was completed with another hot axios stent. Reportedly, the patient was fine after the procedure. However, the following day the patient presented with major pain. The physician ordered an x-ray to check the position of the stent and noted free air in the patient's abdomen. The surgeon was concerned that the first tract punctured may have perforated and caused the free air in the abdomen. On (B)(6) 2016, the initial puncture was surgically closed.